Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a case, the 3.0 pin became stuck in the osteotomy guide. The surgeon had to perform a free-handed cut to complete the case. *additional information requested. Additional information provided 8/7/2018: this event occurred during a distal femoral opening wedge osteotomy, the 3.0 osteotomy guide pin, ar-13303-3.0 became stuck as the surgeon was trying to remove it from the guide. The devices were used per dfu technique.